Event description:
After deployment precise carotid stent, operator found out a tiny thrombus at the distal tip of the stent. And then post-ballooning proceeded in order to remove all thrombus. This procedure successfully completed and patient had no adverse event.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After deployment of the precise stent in the carotid artery, operator noted a tiny thrombus at the distal tip of the stent. The physician post-dilated in order to remove all thrombus. This procedure was successfully completed and there was no reported patient injury. Analysis of the returned device showed that despite the accounts statement that the stent was deployed the returned device showed that the stent had not been deployed. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile precise pro rx us carotid syst 9 x 30mm was received coiled inside in plastic bag. Unit was not deployed. A kink was observed at 31cm from ID band. No other damages could be observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. Analysis and DHR review indicates that device did not present any obvious indication of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the reported event.